Event description:
Per the clinic, the patient developed an infection and cellulitis at the implant site. Treatment of antibiotics for a duration of 4 months was unsuccessful, subsequently, the device was explanted on (B)(6) 2020. The electrode array was left insitu to preserve the cochlea for future reimplantation.